Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Incorrect positioning or orientation of the filter is one of the potential complications cited in the IFU associated with this product. In the IFU, step 28 of the recommended filter implantation states ¿perform a control cavagram prior to terminating the procedure. Verify proper filter positioning.¿ ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention" and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product. In the optional procedure for filter retrieval section of the IFU, it states: ¿if the filter is retrieved, it should be done within 175 days following implant.¿ in this case, retrieval was attempted after 175 days following implant.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2009 by dr. (B)(6) at (B)(6) medical center in (B)(6). Approximately 6 years later the patient underwent a CT scan due to abdominal pain which showed the filter was embedded into the vena cava and the struts perforated the vena cava wall. The patient had a scheduled retrieval approximately 3 days later on or about (B)(6) 2015 by dr. (B)(6) who retrieved the filter. The patient alleges that 2 days later, on or about (B)(6) 2015 a CT scan was performed which showed struts of an alleged fractured filter had migrated and remain inside her body. The patient alleges ¿serious life threatening injuries.¿ argon¿s attorneys are attempting to gather information.